Event description:
It was reported that customer received minimum fill notification while attempting to load new cartridge, and customer had approximately 260 units of usable insulin in cartridge but could not confirm exact amount. There was no adverse impact to the customer¿s blood glucose level. Technical support advised customer to remove pump from case and clean pneumatic tap area with alcohol wipe or lint-free cloth, but customer became upset, refused further troubleshooting, and ended call, and no additional assistance was provided.